Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse removed and replaced the universal surgical manipulator (usm) 1 per isi procedures. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the evaluation. Failure analysis (fa) investigations replicated and confirmed the reported complaint. The fse provided the error logs for the usm, and the errors: 32098 and 32096 were confirmed, indicating a fault on the insertion axis. The usm triggered the 32098 and 32096 error on startup of our system. The errors triggered while the carriage was moving up the insertion axis during the wiggle test. The insertion stator was replaced with a test unit and the 32098 error did not appear. As a fix, the insertion stator will be replaced. There was no image or video clip submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer. Investigation revealed the following possible related system errors: error 32098 ¿ blmc (brushless motor controller) error occurred. A review of the procedure log with the information provided shows system (B)(4) was used on (B)(6) 2022 for a benign hysterectomy surgical procedure. This complaint is considered a reportable event due to the following conclusion: the customer aborted a da vinci-assisted benign hysterectomy surgical procedure to another time due to non-recoverable error that led to one of the arms being non-functional. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered an error 32098. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and noted the error was pointing to the universal surgical manipulator (usm) 1. The customer was instructed to perform a hard power cycle on the system, but the issue remained. The tse asked the customer if they could complete the procedure with 3 usms, but the customer said no. The customer undocked and tried another hard power cycle and the issue remained. The customer stated at the end of the call they were going to cancel the case since they are unable to use all 4 usms. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected during set up and no issue was noted. The procedure has been ongoing for approximately 10 minutes when the issue occurred. It is unknown if the patient had acquired any post-operative complications due to the reported event. No patient harm was noted and no video recording is available for isi to review.